Manufacturer narrative:
The report that the device was revised due to eol (end of life) was confirmed. Analysis and longevity calculation found the device declared eol, and that the battery depletion was normal, due to usage.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken during which the ipg was explanted and replaced to address the issue. Effective therapy restored.